Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead kept dislodging into the ventricle once connected to the device. The physician elected to removed and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies except for procedural damage.